Manufacturer narrative:
The device was not returned for analysis. The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a coiling procedure, one rebar catheter was punctured by a guidewire, a second rebar was not visible under fluoroscopy. The first rebar 18 catheter was punctured in the middle section by a stiff 018 guidewire. Friction was felt when the guidewire was inserted in to the catheter. No other damage was noted to the catheter. A second rebar microcatheter 18 was not visible under fluoroscopy. The frame rate was increased and zoomed in but the microcatheter was still not visible. The devices were prepared and used per the instructions for use (IFU). The catheters were flushed as per the IFU. There was no allegation of damage to the outer or inner packaging.

Event description:
Medtronic received additional information: the rebar was punctured during advancement through the vessel anatomy. The vessel anatomy was normal in tortuosity. The rebar catheter tip that was not visible, was not shaped by the user.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the rebar-18 micro catheter was returned for analysis. The rebar-18 catheter body was found flattened from ~39.0cm to ~37.0cm from the distal tip. The rebar-18 catheter body was found kinked ~32.5cm, 24.5cm, and 14.0cm from the distal tip. No damages were found with the rebar-18 distal marker/tip. No punctures or ruptures were found with the rebar-18 catheter body. The rebar-18 micro catheter was flushed, blood and water exited from the distal tip. No leaks were detected with the rebar-18 micro catheter. Based on the device analysis and reported information, the report of ¿catheter puncture¿ could not be confirmed. No punctures or ruptures were found with the rebar-18 catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.